Event description:
As reported by the edwards field clinical specialist, this was a case with a 26mm s3 ultra valve in aortic position by transfemoral approach. The case proceeded in a routine fashion. Deployment of the valve was unremarkable until the last cc of fluid when the balloon ruptured on a large spike of calcium previously noted at the stj that extended along the wall to the left main. Upon removal of the delivery balloon, resistance was felt. The team panned down to the sheath to see that the sheath was collapsing under the force of the balloon catheter retraction. At this point, the team advanced the delivery system up the descending aorta to relieve the tension on the sheath. The sheath and delivery system were then removed as a single unit from the groin. As the sheath exited the artery, resistance was briefly felt from the delivery system catheter. This resulted in a breakage of the delivery system with the tip and distal portion of the balloon captured by an area of calcium within the right common iliac. After numerous attempts to retrieve, the patient was transferred to the vascular operating room to close groins and finish the peripheral repair. The final outcome was an implant of viaban covered over the portion anchored in the right common iliac. The patient was stable and the valve was functioning as designed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings corrected h6- component code, investigation conclusions. The device was not returned for evaluation. The complaints for balloon burst, difficulty or inability to withdraw system, and distal tip separation during use were unable to be confirmed since neither the applicable imagery nor the complaint device were returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per customer report, there was presence of calcium at the patient's stj that extended along the wall to the left main. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.